Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited noise on the shock channel, resulting in inappropriate mode switching. Technical services (ts) noted this could possible be electromagnetic interference (emi) as this was an isolated event. This device remains in service. No adverse patient effects were reported.